Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was no audible alarm when a propofol infusion was complete; there was only a visual message, "infusion complete"., the pump did not transition to the kvo (keep vein open) rate, it stopped infusing with 15ml of drug remaining in the bottle. The nurse was alerted to this event when the patient became alert and awake, and had an elevated heart rate and blood pressure. A fentanyl bolus was given and the propofol infusion was restarted. There was no report of patient harm. A few hours later the same pump generated another "infusion complete" message with no audible alarm; the patient had no hemodynamic changes, the propofol infusion was restarted, and there was no report of patient harm.